Event description:
It was reported that the pump did not detect the cartridge on the load step.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed. No conclusions can be made at this time.